Manufacturer narrative:
Event date was not made available through this survey e. Hospital details and healthcare professionals information not made available through this survey. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a post market clinical follow-up (pmcf) survey that following use of the cryoflex probes at an unspecified time the patients experienced the following events, while using the 10 s probe pericardial effusion, stroke, acute ischemic myocardial event and thrombus formation. The thrombus was small without consequences. One of the reported strokes were not related to the device.